Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a4, a6, b5, d1, d4, d10, g1, h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on 10/oct/2021 to the upper and mid abdomen using the cooladvantage coolcore applicator may have developed paradoxical hyperplasia (pah/ph) in the upper abdomen.